Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54, with 510k/PMA/bla number p110029. A1 - patient identifier: (B)(6) (complete sample ids for 14 total patients.) All available patient information was included. Additional patient details are not available. See related manufacturing report # 3008344661-2025-00132 for architect hbsag qualitative ii.

Event description:
The customer reported false reactive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results for multiple patient samples generated on the architect i2000sr analyzer when compared to supplemental testing generated negative results for the patient samples. The following data was provided: first, second, and third run tested on (B)(6) 2025; fourth run tested on (B)(6) 2025: sid (B)(6): first hbsag result = 2.45 s/co, second hbsag result = 1.09 s/co, third hbsag result = 1.14 s/co, fourth hbsag result = 0.80 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.22 s/co, c2 = 0.77 s/co, %n result = 106.8595%. Other testing performed: anti-hbe = 1.28 s/co (nonreactive), hbeag = 0.482 s/co (nonreactive), anti-hbc igm = 0.06 s/co (nonreactive), anti-hbc ii = 8.12 s/co (reactive). Sid (B)(6): first hbsag result = 4.75 s/co, second hbsag result = 1.27 s/co, third hbsag result = 1.25 s/co, fourth hbsag result = 3.75 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.24 s/co, c2 = 1.09 s/co, %n result = 101.9236 %. Other testing performed: anti-hbe = 1.91 s/co (nonreactive), hbeag = 0.408 s/co (nonreactive), anti-hbc igm = 0.08 s/co (nonreactive), anti-hbc ii = 0.10 s/co (nonreactive). Sid (B)(6): first hbsag result = 1.94 s/co, second hbsag result = 1.33 s/co, third hbsag result = 1.43 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.24 s/co, c2 = 1.40 s/co, %n result = 104.1274 %. Other testing performed: anti-hbe = 1.93 (nonreactive), hbeag = 0.383 (nonreactive), anti-hbc igm = 0.08 (nonreactive), anti-hbc ii = 4.04 (reactive). Sid (B)(6): first hbsag result = 12.78 s/co, second hbsag result = 1.80 s/co, third hbsag result = 1.75 s/co, fourth hbsag result = 1.20 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.24 s/co, c2 = 1.55 s/co, %n result = 100.8699 %. Other testing performed: anti-hbe = 1.96 (nonreactive), hbeag = 0.325 (nonreactive), hbc igm = 0.07 (nonreactive), anti-hbc ii = 0.51 (nonreactive). Sid (B)(6): first hbsag result = 3.35 s/co, second hbsag result = 1.15 s/co, third hbsag result = 1.16 s/co, fourth hbsag result = 3.22 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.25 s/co, c2 = 0.94 s/co, %n result = 100.5959 %. Other testing performed: anti-hbe = 1.17 (nonreactive), hbeag = 0.447 (nonreactive), anti-hbc igm = 0.07 (nonreactive), anti-hbc ii = 6.08 s/co (reactive). Sid (B)(6): first hbsag result = 1.47 s/co, second hbsag result = 1.08 s/co, third hbsag result = 1.44 s/co, fourth hbsag result = 2.11 s/co, after troubleshooting on (B)(6) 2025 = 1.41 s/co, hbsag confirmatory testing on (B)(6) 2025: c1 = 0.25 s/co, c2 = 1.15 s/co, %n result = 100.7233 %; repeat result after troubleshooting on (B)(6) 2025 = 100.902 %. Other testing performed: anti-hbe = 1.74 s/co (nonreactive), hbeag = n/a, anti-hbc igm = 0.06 (nonreactive), anti-hbc ii = 0.19 (nonreactive). Sid (B)(6): first hbsag result = 26.92 s/co, second hbsag result = 20.47 s/co, third hbsag result = 14.67 s/co, fourth hbsag result = 12.00 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.30 s/co, c2 = 12.46 s/co, %n result = 99.6017 %. Other testing performed: anti-hbe = 1.82 s/co (nonreactive), hbeag = 0.639 s/co (nonreactive), anti-hbc igm = 0.10 s/co (nonreactive), anti-hbc ii = 0.11 s/co (nonreactive). Sid (B)(6): first hbsag result = 11.90 s/co, second hbsag result = 4.93 s/co, third hbsag result = 4.81 s/co, fourth hbsag result = 3.90 s/co, after troubleshooting on (B)(6) 2025 = 3.80 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.26 s/co, c2 = 4.15 s/co, %n result = 99.8585 %; repeat result after troubleshooting on (B)(6) 2025 = 99.4606 %. Other testing performed: anti-hbe = 1.03 s/co (nonreactive), hbeag = 0.417 s/co (nonreactive), hbc igm = 0.26 s/co (nonreactive), anti-hbc ii = 6.25 s/co (reactive). Sid (B)(6): first hbsag result = 2.27 s/co, second hbsag result = 2.98 s/co, third hbsag result = 3.01 s/co, fourth hbsag result = 4.79 s/co, after troubleshooting on (B)(6) 2025 = 4.81 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.25 s/co, c2 = 2.83 s/co, %n result = 100.3438 %; repeat result after troubleshooting on (B)(6) 2025 = 100.103 %, other testing performed: anti-hbe = 1.89 s/co (nonreactive). Hbeag = 0.476 s/co (nonreactive). Anti-hbc igm = 0.05 s/co (nonreactive). Anti-hbc ii = 0.11 s/co (nonreactive). Sid (B)(6): first hbsag result = 5.26 s/co, second hbsag result = 2.28 s/co, third hbsag result = 2.37 s/co, fourth hbsag result = 3.01 s/co, after troubleshooting on (B)(6) 2025 = 3.23 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.17 s/co, c2 = 2.18 s/co, %n result = 104.4497 %; repeat result after troubleshooting on (B)(6) 2025 = 98.5454 %. Other testing performed: anti-hbe = 1.72 s/co (nonreactive), hbeag = 0.369 s/co (nonreactive), anti-hbc igm = 0.07 s/co (nonreactive), anti-hbc ii = 0.26 s/co (nonreactive). Sid (B)(6): first hbsag result = 1.35 s/co, second hbsag result = 1.84 s/co, third hbsag result = 4.49 s/co, fourth hbsag result = 2.75 s/co, after troubleshooting on (B)(6) 2025 = 3.03 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.21 s/co. C2 = 1.94 s/co. %n result = 102.6665 %; repeat result after troubleshooting on (B)(6) 2025 = 101.4587 %. Other testing performed: anti-hbe = 1.48 s/co (nonreactive), hbeag = 0.404 s/co (nonreactive), anti-hbc igm = 0.07 s/co (nonreactive), anti-hbc ii = 0.10 s/co (nonreactive), first, second, and third hbsag tested on (B)(6) 2025; fourth hbsag result tested on (B)(6) 2025: sid (B)(6): first hbsag result = 82.63 s/co, second hbsag result = 31.50 s/co, third hbsag result = 30.65 s/co, fourth hbsag result = 30.31 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.27 s/co, c2 = 26.32 s/co, %n result = 99.9421 %. Other testing performed: anti-hbe = 1.71 s/co (nonreactive), hbeag = 0.325 s/co (nonreactive), anti-hbc igm = 0.10 s/co (nonreactive), anti-hbc ii = 0.14 s/co (nonreactive). Sid (B)(6): first hbsag result = 38.55 s/co, second hbsag result = 2.73 s/co, third hbsag result = 2.67 s/co, fourth hbsag result = 2.63 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.25 s/co, c2 = 2.36 s/co, %n result = 100.3074 %. Other testing performed: anti-hbe = 1.83 s/co (nonreactive), hbeag = 0.346 s/co (nonreactive), anti-hbc igm = 0.05 s/co (nonreactive), anti-hbc ii = 0.08 s/co (nonreactive), first, second, and third hbsag tested on (B)(6) 2025; fourth hbsag result tested on (B)(6) 2025: sid (B)(6): first hbsag result = 2.76 s/co, second hbsag result = 2.53 s/co, third hbsag result = 2.20 s/co, fourth hbsag result = 2.00 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.29 s/co, c2 = 1.69 s/co, %n result = 97.4513 %. Other testing performed: anti-hbe = 2.05 s/co (nonreactive), hbeag = 0.460 s/co (nonreactive), anti-hbc igm = 0.08s/co (nonreactive), anti-hbc ii = 0.09 s/co (nonreactive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect hbsag qualitative ii confirmatory assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70135fz00. Device history record review did not identify any non-conformances or deviations with lot 70135fz00 and the complaint issue. Clinical specificity testing was performed using an in-house retained kit of lot 70135fz00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the architect hbsag qualitative ii confirmatory reagent lot 70135fz00 was identified.

Event description:
The customer reported false reactive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results for multiple patient samples generated on the architect i2000sr analyzer when compared to supplemental testing generated negative results for the patient samples. The following data was provided: first, second, and third run tested on (B)(6) 2025; fourth run tested on (B)(6) 2025: sid (B)(6): first hbsag result = 2.45 s/co, second hbsag result = 1.09 s/co, third hbsag result = 1.14 s/co, fourth hbsag result = 0.80 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.22 s/co, c2 = 0.77 s/co, %n result = 106.8595%. Other testing performed: anti-hbe = 1.28 s/co (nonreactive), hbeag = 0.482 s/co (nonreactive), anti-hbc igm = 0.06 s/co (nonreactive), anti-hbc ii = 8.12 s/co (reactive). Sid (B)(6): first hbsag result = 4.75 s/co, second hbsag result = 1.27 s/co, third hbsag result = 1.25 s/co, fourth hbsag result = 3.75 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.24 s/co, c2 = 1.09 s/co, %n result = 101.9236 %. Other testing performed: anti-hbe = 1.91 s/co (nonreactive), hbeag = 0.408 s/co (nonreactive), anti-hbc igm = 0.08 s/co (nonreactive), anti-hbc ii = 0.10 s/co (nonreactive). Sid (B)(6): first hbsag result = 1.94 s/co, second hbsag result = 1.33 s/co, third hbsag result = 1.43 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.24 s/co, c2 = 1.40 s/co, %n result = 104.1274 %. Other testing performed: anti-hbe = 1.93 (nonreactive), hbeag = 0.383 (nonreactive), anti-hbc igm = 0.08 (nonreactive), anti-hbc ii = 4.04 (reactive). Sid (B)(6): first hbsag result = 12.78 s/co, second hbsag result = 1.80 s/co, third hbsag result = 1.75 s/co, fourth hbsag result = 1.20 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.24 s/co, c2 = 1.55 s/co, %n result = 100.8699 %. Other testing performed: anti-hbe = 1.96 (nonreactive), hbeag = 0.325 (nonreactive), hbc igm = 0.07 (nonreactive), anti-hbc ii = 0.51 (nonreactive). Sid (B)(6): first hbsag result = 3.35 s/co, second hbsag result = 1.15 s/co, third hbsag result = 1.16 s/co, fourth hbsag result = 3.22 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.25 s/co, c2 = 0.94 s/co, %n result = 100.5959 %. Other testing performed: anti-hbe = 1.17 (nonreactive), hbeag = 0.447 (nonreactive), anti-hbc igm = 0.07 (nonreactive), anti-hbc ii = 6.08 s/co (reactive). Sid (B)(6): first hbsag result = 1.47 s/co, second hbsag result = 1.08 s/co, third hbsag result = 1.44 s/co, fourth hbsag result = 2.11 s/co. After troubleshooting on (B)(6) 2025 = 1.41 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.25 s/co, c2 = 1.15 s/co, %n result = 100.7233 %; repeat result after troubleshooting on (B)(6) 2025 = 100.902 %. Other testing performed: anti-hbe = 1.74 s/co (nonreactive). Hbeag = n/a. Anti-hbc igm = 0.06 (nonreactive). Anti-hbc ii = 0.19 (nonreactive). Sid (B)(6): first hbsag result = 26.92 s/co, second hbsag result = 20.47 s/co, third hbsag result = 14.67 s/co, fourth hbsag result = 12.00 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.30 s/co, c2 = 12.46 s/co, %n result = 99.6017 %. Other testing performed: anti-hbe = 1.82 s/co (nonreactive), hbeag = 0.639 s/co (nonreactive), anti-hbc igm = 0.10 s/co (nonreactive), anti-hbc ii = 0.11 s/co (nonreactive). Sid (B)(6): first hbsag result = 11.90 s/co, second hbsag result = 4.93 s/co, third hbsag result = 4.81 s/co, fourth hbsag result = 3.90 s/co, after troubleshooting on (B)(6) 2025 = 3.80 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.26 s/co, c2 = 4.15 s/co, %n result = 99.8585 %; repeat result after troubleshooting on (B)(6) 2025 = 99.4606 %. Other testing performed: anti-hbe = 1.03 s/co (nonreactive), hbeag = 0.417 s/co (nonreactive), hbc igm = 0.26 s/co (nonreactive), anti-hbc ii = 6.25 s/co (reactive). Sid (B)(6): first hbsag result = 2.27 s/co, second hbsag result = 2.98 s/co, third hbsag result = 3.01 s/co, fourth hbsag result = 4.79 s/co, after troubleshooting on (B)(6) 2025 = 4.81 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.25 s/co, c2 = 2.83 s/co, %n result = 100.3438 %; repeat result after troubleshooting on 04sep2025 = 100.103 %. Other testing performed: anti-hbe = 1.89 s/co (nonreactive), hbeag = 0.476 s/co (nonreactive), anti-hbc igm = 0.05 s/co (nonreactive), anti-hbc ii = 0.11 s/co (nonreactive). Sid (B)(6): first hbsag result = 5.26 s/co, second hbsag result = 2.28 s/co, third hbsag result = 2.37 s/co, fourth hbsag result = 3.01 s/co. After troubleshooting on (B)(6) 2025 = 3.23 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.17 s/co, c2 = 2.18 s/co, %n result = 104.4497 %; repeat result after troubleshooting on 04sep2025 = 98.5454 %. Other testing performed: anti-hbe = 1.72 s/co (nonreactive), hbeag = 0.369 s/co (nonreactive), anti-hbc igm = 0.07 s/co (nonreactive), anti-hbc ii = 0.26 s/co (nonreactive). Sid (B)(6): first hbsag result = 1.35 s/co, second hbsag result = 1.84 s/co, third hbsag result = 4.49 s/co, fourth hbsag result = 2.75 s/co, after troubleshooting on (B)(6) 2025 = 3.03 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.21 s/co, c2 = 1.94 s/co, %n result = 102.6665 %; repeat result after troubleshooting on (B)(6) 2025 = 101.4587 %. Other testing performed: anti-hbe = 1.48 s/co (nonreactive), hbeag = 0.404 s/co (nonreactive), anti-hbc igm = 0.07 s/co (nonreactive), anti-hbc ii = 0.10 s/co (nonreactive). First, second, and third hbsag tested on (B)(6) 2025; fourth hbsag result tested on (B)(6) 2025: sid (B)(6): first hbsag result = 82.63 s/co, second hbsag result = 31.50 s/co, third hbsag result = 30.65 s/co, fourth hbsag result = 30.31 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.27 s/co, c2 = 26.32 s/co, %n result = 99.9421 %. Other testing performed: anti-hbe = 1.71 s/co (nonreactive), hbeag = 0.325 s/co (nonreactive), anti-hbc igm = 0.10 s/co (nonreactive), anti-hbc ii = 0.14 s/co (nonreactive). Sid (B)(6) first hbsag result = 38.55 s/co, second hbsag result = 2.73 s/co, third hbsag result = 2.67 s/co, fourth hbsag result = 2.63 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.25 s/co, c2 = 2.36 s/co, %n result = 100.3074 %. Other testing performed: anti-hbe = 1.83 s/co (nonreactive), hbeag = 0.346 s/co (nonreactive), anti-hbc igm = 0.05 s/co (nonreactive), anti-hbc ii = 0.08 s/co (nonreactive). First, second, and third hbsag tested on (B)(6) 2025; fourth hbsag result tested on (B)(6) 2025: sid (B)(6): first hbsag result = 2.76 s/co, second hbsag result = 2.53 s/co, third hbsag result = 2.20 s/co, fourth hbsag result = 2.00 s/co. Hbsag confirmatory testing on (B)(6) 2025: c1 = 0.29 s/co, c2 = 1.69 s/co, %n result = 97.4513 %. Other testing performed: anti-hbe = 2.05 s/co (nonreactive), hbeag = 0.460 s/co (nonreactive), anti-hbc igm = 0.08s/co (nonreactive), anti-hbc ii = 0.09 s/co (nonreactive). There was no impact to patient management reported.